Event description:
It was reported that three pumps involved in an incident and the entire set shut down on its own. The patient was receiving an infusion of heparin (1unit/ml in 0.45% nacl) at a rate of 1ml / hour the event occurred between 2300-0100 hours. The devices were plugged into ac power at the time of the event. PICC line was flushed and subsequently had to be replaced but no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.